Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured a no external power alarm on 14mar2025 while the mobile power unit (mpu) was in use; this alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased leading up to the alarm. The alarm resolved within a few seconds when power was restored, and no other notable events regarding the mpu were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in clinic and had been having some confusion lately. There were multiple no external power/low voltage alarms upon interrogation. The patient was not able to provide any insight on these alarms due to their confusion. It was requested the log files be reviewed to confirm there are no concerns. The log files were reviewed and captured a loss of power to the mobile power unit (mpu) on (B)(6) 2025. The system continued to operate on emergency backup battery (ebb) power until external power was restored. There were also a few low power advisories due to normal battery depletion. There was an instance of a power cable disconnect alarm due to the patient disconnecting both power leads. There were no other unusual events seen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.